Event description:
Dexcom g7 gave inaccurate glucose readings. It read a blood glucose of 105 and a finger stink showed 450. By this time, I was nauseated, weak, dehydrated, and unable to eat. It took over 6 hours to stabilize my blood sugar and 24 hours to stabilize my body. This isn't the first time. Both times resulted in chest pains and low electrolytes. This morning, the dexcom alerted me that my blood glucose was 63 and dropping rapidly. Because I now know this device is not trustworthy, I checked my glucose with meter, which read 205. If I had treated the reported low, I would have been back in the same situation as I was two days ago.